Event description:
It was reported that the right atrial (ra) lead had fallen out of the atrium that was confirmed via fluoroscopy. The ra lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found the helix was partially extended and clogged with blood. After cleaning, helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification.